Event description:
It was reported that there was under-sensing of the ventricular signal by the right ventricular (rv) lead of this pacemaker system. This resulted in extra brady pacing being delivered. Three days later, the pacemaker was explanted at the discretion of the physician because it was on advisory. A new cardiac resynchronization therapy pacemaker (crt-p) was successfully placed with the original leads. No additional adverse patient effects were reported outside of the elective replacement procedure. The explanted pacemaker is expected to be returned for investigation.